Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and no delivery alarms. The customer states their blood glucose levels had been in the 50mg/dl to 60mg/dl range. The customer states they received unexpected restart and external ram crc error alarms. Troubleshoot was conducted. The customer was advised to monitor the device and call back when issues occur. The customer declined to troubleshoot for the lows.